Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A labeling review was performed there is no indication that the device was not used in accordance with the labeling. A risk review was completed and confirmed that the event of "gel found in unintended site - nonvascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 12/01/2025, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: prusty, s., cho, d., thong, k., tiu, a., mcleod, n., leigh, l., martin, j., chao, m., & wegener, e. (2026). Real-world data on barrigel and spaceoar rectal spacers in prostate cancer radiation therapy: a comparative analysis. Advances in radiation oncology, 11, 101989.https://doi.org/10.1016/j.adro.2025.101989. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "real-world data on barrigel and spaceoar rectal spacers in prostate cancer radiation therapy: a comparative analysis" written by shruti prusty, md, et al. The study was performed between 2017 and 2023 and included 822 patients, of whom 346 received spaceoar and 309 received barrigel, with the remaining patients receiving no spacer. The objective of the study was to compare the two hydrogel rectal spacers in terms of quality of insertion, dosimetric outcomes, and safety, with additional analysis on rectal wall infiltration incidence, spacer volume effects, dose-volume histograms (dvh), and quality scoring metrics (sqs and fv). During the evaluation of safety outcomes, seven cases of rectal wall infiltration (rwi) were identified, all occurring in patients who received spaceoar (7/287 = 2.44%). The study reported no other major device malfunctions but did note differences in rectal dosimetry, spacer volume, and quality-of-insertion scores associated with each product. This event captures the observed rectal wall infiltration associated with spaceoar.